Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 596 mg/dl at the time of incident and other blood glucose level was 589 mg/dl and 108 mg/dl. The customer feel ok to troubleshooting. The customer was treated with syringe for high blood glucose level. The customer stated that the symptoms related to high blood glucose such as nausea, abdominal pain and difficulty breathing. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege pump was under delivering. The customer stated that the auto mode feature was not active and automatically adjusting insulin delivery at time of high blood glucose event. The insulin pump will not be returned for analysis.